Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 345 mg/dl. The customer received 36 total no delivery alerts. The customer stated that the alarm occurred during manual prime. The customer stated that the alarm was resolved by a complete set change. The customer declined to troubleshoot for high readings. The customer will be sent a replacement pump. The customer will return the pump for analysis.